Manufacturer narrative:
The actual complaint sample was received for evaluation and the sample corresponds to the introducer. During visual inspection, it was observed that the needle was broken. However, based on the information received for this complaint, the needle was used to biopsy the iliac and since this needle is a soft tissue biopsy it is not recommended or designed to be used for bone. Therefore, the product was used in an off-label application. Customer has been informed by the carefusion local sales representative of this improper use of this needle. A review of the device history record for the lot number reported showed no issues related to this type of report.

Event description:
Needle broke off in the patient as biopsy was being performed.